Event description:
Additional information was received that the patient experienced heart fluttering due to the reported event.

Event description:
During a remote follow-up, post-paced t-wave over-sensing (pptwos) was observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.